Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure using an indigo system cat3 aspiration catheter (cat3), the physician reported that the cat3 fractured upon removal from the packaging hoop. The damage to the cat3 was found prior to use and therefore it was not used in the procedure. The procedure was completed using a non-penumbra catheter.

Manufacturer narrative:
Results: the returned cat3 was fractured at approximately 106.0 cm, 107.0 cm, 109.0 cm and 110.0 cm from the hub. The device was kinked at approximately 70.0 cm and ovalized at approximately 134.0 cm from the hub. Conclusions: evaluation of the returned cat3 confirmed a fractured device. If the device is forcefully retracted from its packaging hoop at extreme angles, the device may become fractured. Further investigation revealed that the device had additional fractures, a kink and an ovalization along its length. These damages were likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.